Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had missing adhesive on the forceps cover, chips on the c-body (distal end), missing glue, a pinhole on the cement, and a cut pink rubber. There was no patient involvement.